Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 20 devices were evaluated in the field and the issue was confirmed; 15 units had broken/damaged components, 3 units had misaligned components, and 2 units had dirty components. The devices were repaired and returned. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 21 malfunction events, where it was reported the siderail could unlatch during use or would not latch/lock. 20 events had no patient involvement. 1 event had patient involvement, however there were no consequences or impacts to the patient.